Event description:
Per the clinic, the abutment was removed in the operating room due to skin overgrowth. Contralateral implantation of a new fixture and abutment occurred during the same surgery. Placement of a new abutment is planned, however, has not occurred as of the date of this report, (B)(6), 2013. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was equipped with a new abutment in the operation room on (B)(6) 2013. This report is filed january 16, 2014. Implanted device remains.